Manufacturer narrative:
Analysis found that the proximal end of the inner assembly was broken off (and not returned). The remainder of the inner shaft assembly was removed for the analysis. There were striations around the outside diameter of the break point. The break point corresponds to the proximal end of the outer tube in the front hub. There was no damage to the distal tip. There were no bends or signs of a concentricity issues and there was no indication of device fragments. If information is provided in the future, a supplemental report will be issued.

Event description:
A health care provider (hcp) reported via a manufacturer representative that the blade broke during a functional endoscopic sinus surgery. There were no fragments detached from the blade. There was no delay in the procedure as a result of the event and the procedure was completed using a back-up device. There was no patient impact or injury.